Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the electric control unit (ecu) had no output, the triggers were sticking, and the device failed pre-test for check the off/ oscillation/ on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an education laboratory, it was observed that the small battery drive device was not working. During in-house engineering evaluation it was observed that the trigger of the device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.